Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The customer's blood glucose was in the 500 mg/dl range. The customer was experiencing a sensor glucose versus blood glucose issue. The customer also stated that when she is loading the reservoir the plunger would come out. Troubleshooting was declined. Nothing further reported.